Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle stick to the filament. Customer¿s blood glucose level was 119 mg/dl. Customer reported that they did received medical treatment as a result of needle stick. Customer stated that insulin delivery was suspended due to sensor glucose. Customer troubleshooting was performed for the needle stick. The device will not be returned for analysis.